Manufacturer narrative:
According to the facility on (B)(6) 2025, the patient had an indwelling catheter that was discovered to be disconnected from the foley bag. Per the facility the provider was "made aware and was okay to remove the foley catheter and to straight cath patient". No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, the patient had an indwelling catheter that was discovered to be disconnected from the foley bag.